Manufacturer narrative:
H10: additional manufacturer narrative: the serials numbers were not provided. Therefore, the device history records (dhrs) could not be reviewed. The devices were not returned for evaluation, as current locations were unknown. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Through review of medical article " bioprosthesis in the mitral position: bovine pericardial versus porcine xenograft", the following was identified involving edwards devices: two (2) patients with unknown edwards devices implanted in mitral position underwent mitral valve reoperation for leaflet tear/perforation after an unknown implant duration.

Manufacturer narrative:
This is one of six manufacturer reports being submitted for this article. Model of devices is unknown. As per the article, all of the bovine pericardial prosthetics implanted were edwards lifesciences perimount (6900 or 7000tfx) or magna mitral ease (7300tfx) pericardial valves. Nevertheless, there is no information about which specific device was implanted in each patient. The date of the event is unknown. However, according to the article, patients underwent mitral valve replacement between january 1996 and july 2018. The date article was received for publication was used as the occurrence date (8 sep 2021). Article citation: han dy, park sj, kim hj, jung sh, choo sj, chung ch, lee jw, kim jb. Bioprosthesis in the mitral position: bovine pericardial versus porcine xenograft. J chest surg. 2022 feb 5;55(1):69-76. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.